Manufacturer narrative:
Details of complaint: on (B)(6) /2020, the customer at (B)(6) reported the following issue with pu-621ra; sn-(B)(6), from patient monitoring: getting an error on the cns that said "hdd1 missing" when she went into the intel matrix tool. Customer took the hdd in spot "1", put it into spot "0" and it booted up but would not let her in the sw because the registration code was not entered. She then took the other hdd, put it back into spot "0" and she was able to get into the software. Investigation summary: the root cause of the issue was determined to be user error of using incompatible hard drives in relation to the cns.the overall risk of this event, taking into consideration of severity and probability, is "medium". . The reported issue does not require further investigation through CAPA process since the cause of the malfunction was user error.

Event description:
The customer reported that their central nurse's station (cns) is display a "hdd missing" error when they went into the intel matrix tool.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is display a "hdd missing" error when they went into the intel matrix tool. The customer then swapped the hdd's, after which they were unable to boot up the cns. Eventually the customer reported that the hdd they were using did not belong to this cns, which was the reason why the device could not load the software. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is display a "hdd missing" error when they went into the intel matrix tool.